Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dtba1q1-bi-ventricular defibrillator; 459888 non-defib lead; 5076-52 non-defib lead ¿ implant date: (B)(6) 2016; 694765 defib lead implant date: (B)(6) 2010. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a double power disconnect when changing power sources. The controller remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that this event was accidental double power disconnect by the patient.

Manufacturer narrative:
The controller, con308318, was not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2018, at 05:51:16. The data point prior to the loss of power revealed that bat552389 was connected to power port one (1) with 24% relative state of charge (rsoc) and bat552903 was connected to power port two (2) with 46% rsoc. The data point recorded after the loss of power revealed that bat552444 was connected to power port (1) and bat552442 was connected to power port two (2). The controller was without power for 12 seconds. As a result, the reported event was confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller. The manufacturer has initiated an internal investigation to capture events involving the controller losing power. If information is provided in the future, a supplemental report will be issued.